Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 53 mg/dl. The customer also reported that the insulin pump had a blank display. The customer reported that the screen went completely black and then they replaced battery and it was still completely black. Troubleshooting was performed and the customer reported that the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.